Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported during follow up approximately 2 years post the index procedure a type ia endoleak was identified. Intervention was completed with the implantation of a cuff and the endoleak was confirmed as resolved. Per the physician the cause of the event is anatomy related due to a short angled neck with reverse funnel configuration. No additional clinical sequelae were reported and the patient is fine.